Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when taking the 8mm shim off the dog bone the shim broke in half due to a crack already being on there. The drill stopped and also had a crack and broke when too much force was applied to the drill for the tibia. Both broken pieces were thrown away by sterile processing (spd) before we could retrieve them.